Manufacturer narrative:
The lot was manufactured between july 10, 2018 - july 11, 2018. The two (2) actual samples were received filled with solution and leaking in a zip lock bag. The solution was drained and the bags were rinsed. Visual inspection was performed and no defect was identified during initial inspection. Functional testing was performed and revealed spike port cap leak from the spike port of both samples. The reported condition was verified on the two samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from central port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.